Manufacturer narrative:
After the procedure, the hospital discarded the product. Since the product was not returned to guidant cardiac surgery for evaluation, it will be difficult to confirm the reported problem.

Event description:
The hospital reported that during the saphenous vein harvesting procedure, a vv7 had insufflation problem. A second unit was opened, but had insufflation problem as well. The procedure was completed with an open leg technique. No other patient complications were reported by the hospital.